Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No other defects were reported during device inspection by olympus new zealand limited. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device design record showed that the board design was changed on april 16, 2018 due to the phenomenon that the endoscope image was not displayed in combination with the 180 series olympus endoscope. Based on the information that this device was manufactured before april 16, 2018, olympus medical systems corp. (Omsc) assumed that the cause was a failure of the operational amplifier on the board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that there was a problem with the device during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) limited and found that no endoscopic image was displayed when the device was combined with an olympus 180 series endoscopes. Reportedly, a motherboard of the device may be defective. There was no report of patient injury associated with this event.